Event description:
It was reported that during a lap gastric bypass procedure, it was observed that the stapling started without removing the safety button and without having activated the stapling button. The surgeon felt that closing the stapler activated the stapler. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 02/06/25 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #c9ep0y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. D4 batch #: 201d85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During the analysis, activation of motor was noted when the battery is installed and the closure trigger is in closed position, however not movement from knife was observed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, showed that the pin firing trigger was inserted beyond its intended position causing the reported event. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pin firing trigger is potentially related to a manufacturing process. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch number 201d85, and no non-conformances were identified.